Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer stated insulin is squirting out during the manual prime process. Customer's blood glucose reading was 245 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and titled drive support disk. The functional tests could not be completed due this anomaly. The insulin pump had cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube and tube window and a missing end cap sticker.